Event description:
It was reported that the patient never had therapeutic effect. The patient noted there was no change after implanting the device and almost had their device removed last year. The subsequently reported the purpose of the therapy was to address his chronic pain due to degenerative disc disease in c2-c5. The patient reported marginal therapeutic benefit and stated that after 2 revision surgeries to reposition the lead, he has given up on the therapy and is no longer using or recharging the device over the last year. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)